Event description:
It was reported the customer was hospitalized twice for high blood glucose. The customer also reported a scratched screen on her insulin pump. The customer also believed their insulin pump was not delivering insulin. Customer also stated the time was wrong on their insulin pump, as if they were losing minutes. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.